Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, the staples did not fire there were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.